Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between approximately 70 and 280 (mg/dl). Reportedly, customer experienced a low bg level that they treated with juice and sugar, and subsequently their bg levels elevated. Customer attempted to treat their elevated bg level, however, their bg level remained elevated and customer exercised. Subsequently, customer's bg levels decreased again and the customer was taken to the emergency room (ER). Customer was released from the ER later that day and described their bg levels as stable. Reportedly, customer believed that their bg levels were related to environmental changes. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they have a future appointment with their health care provider to discuss diabetes management.

Manufacturer narrative:
Review of pump data by quality engineering: pump data recorded two bolus requests early in the morning on the event date within ten minutes of each other for 1.17 units of insulin and 7.2 units of insulin with 1.168 units of insulin on board. Insulin delivery was stopped twice before noon on the event date, and the basal insulin rate remained the same as the days before the event. The morning bolus may have been miscalculated and blood glucose (bg) levels went low. Customer stated exercise may have led to low bg levels. Complaint could not be confirmed after pump data review. No pump malfunction detected.